Event description:
It was reported the customer had low blood glucose while driving and the customer pulled off on the road. The paramedics were called out and treated customer's low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.